Event description:
A customer reported a falsely elevated troponin I result for a pt sample tested on the vitros eci analyzer. This result did not agree with results generated on a repeat sample analysis test. The biased result was reported. Quality control results were within acceptable ranges. Medical treatment was administered based on the biased result however there was no allegation of harm as a result of the medical treatment that was administered. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the precision of the system with this assay did not perform as expected. The operator did not correctly follow the testing algorithm (algorithm a) for troponin I that is specified in the instructions for use, and inappropriately reported a result that was positively biased. The testing algorithm requires two replicates to be run for each troponin I sample analyzed and if results are flagged by the instrument as being imprecise, repeat testing is required. The results were flagged as being imprecise but the operator did not run repeat testing prior to reporting the positively biased result. The customer has indicated they are aware of the need to follow the testing algorithm as indicated in the instructions for use. The root cause of the biased result being reported was user error, and the root cause of the imprecise result is unk.